Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach resection on a laparoscopic sleeve gastrectomy, the nurse loaded the reload on the handle but the handle was blocked. It was stated that it was impossible to squeeze the handle and the surgeon was not able to press the green button. Another reload was used to complete the case. There was no patient injury.